Manufacturer narrative:
(B)(4). The device sample was not returned at the time of this report.

Event description:
The customer alleges that the device failed insertion of a 25mm needle in the adult proximal tibia even though the indicator light was green. Vascular access was obtained via peripheral IV. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pressed, the green led displayed. No trigger guard was present. The driver was then subjected to a simulated sawbone insertion. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. The open circuit battery voltage was measured with a multimeter and found to be approximately 18.5v. The trigger was then pressed and the voltage was measured with no mechanical load and found to be approximately 13.5v, indicating the batteries had depleted. A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 12/2010 and is approximately 5.5 years old. The complaint that the driver was unable to complete an insertion was confirmed. The driver powered off during the attempted insertion due to battery depletion. Although it could not be determined why the driver led did not switch to red, teleflex has opened a CAPA to investigate further.

Event description:
The customer alleges that the device failed insertion of a 25mm needle in the adult proximal tibia even though the indicator light was green. Vascular access was obtained via peripheral IV. No report of patient injury or harm.